Event description:
Pt was revised to address pain.

Manufacturer narrative:
The device associated with this report was not returned. A lot specific complaint database search and/or a review of device history records were not possible as the necessary lot code was not provided. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in (B)(4) 2010 following an hhe(health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4) and (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2012: patient fact sheet form was received which identified part/lot information. There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
**Update** 1/4/2011 - litigation papers received. There is no new additional information that would affect the investigation. However, it is alleged in the lawsuit that the patient is permanently harmed by metal poisoning and metallosis fro the metal debris of the implant. Complaint reopened to add femoral head. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.